Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the device did not pass pre-use check (puc). Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed puc test failure has been caused by malfunctioning air gas module. The technician check the gas module and concluded that liquid stains was present on the outside of air gas module, which has been traced back to the hospital central air supply. The issue has been resolved by replacing maintenance kit. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The most probable root cause is usability issue. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref #: (B)(4).